Event description:
On (B)(6) 2012 customer reported that the cartridge chemistry sample probe collar wash, on the lx20 pro instrument, was spitting fluid. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the reagent probe a vacuum valve and the issue remained. Fse then replaced the reagent probe a and b wash collars and this resolved the issue. Fse also replaced the hamilton valve as a preventive maintenance measure due to age. No further issues were reported and the repair was verified by established procedures.

Manufacturer narrative:
(B)(4).